Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) was on site and discovered that the vacuum pump was not working. The fse replaced the vacuum pump and the solenoid valve. The fse performed a pm on the instrument. The fse performed a routine system check and assay qc; no issues were noted. Hardware is the root cause for this event. (B)(4).

Event description:
The customer contacted beckman coulter inc. (Bec) to report vacuum under limit errors in the event log and a fluid leak coming from the access 2 instrument. The customer noted the liquid to be backing up and leaked out of the pipettor wash tower. The customer cleaned up the liquid. No injury or exposure was reported. The customer did not seek or need medical attention.